Event description:
Per pt, she went to use one of her pumps yesterday and it showed that there was a blockage detected; she did not have the malfunctioning pump at the moment and she will call back with the serial number. Pt did not report any adverse events as a result of the defective pump. The pt was not in use at the time it malfunctioned. Pt will be sent a new pump for delivery tomorrow, 10/15/2016, also a return box will be sent to pt so she can return it to the pharmacy. Dose or amount: 28 ng/kg/min, frequency: every hours, route: subcutaneous. Dates of use: (B)(6) 2016 to ongoing. Diagnosis or reason for use: pah.